Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 the lay user/patient contacted lifescan alleging a power issue (does not turn on) with a one touch ultra meter. The customer care advocate (cca) noted that the battery was not replaced per the owner's manual so the cca advised her to replace the battery. After getting off the phone with the cca, the patient replaced the meter's battery but the issue was not resolved. She called lifescan back the next day and requested a meter replacement. The cca verified that the battery was correctly installed and the battery contacts are in good condition. The customer care advocate (cca) walked the patient through troubleshooting; however, the power issue persisted. She also indicated that at night, she called the emergency services (ems) because she did not know if she was "high or low." It was not specified if she attempted to test on her meter at this time. She reportedly felt dizzy and ate an apple just in case she was "low" while waiting for the ems to arrive. When the ems arrived, she got a "144 mg/dl" on their device and denied receiving any additional treatment. It is unclear if this reported incident occurred before or after she had replaced the meter's battery. It would be helpful to obtain the following: her testing frequency, when she replaced the meter's battery, if she ate any meals and/or took any medications before she became dizzy. Based on the provided information, the patient was unable to test her blood glucose, developed symptoms, and then sought medical attention. Therefore, this complaint is being reported as an adverse event. The power issue was unresolved with troubleshooting. The meter, test strips, and control solution were replaced.